Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3851 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 846837) for female sterilisation. The patient had a medical history of female sterilization, neoplasm endometrium, hyperplasia, polyp, leiomyoma nos, adenomyosis and chronic cervicitis on (B)(6) 2022 and birth control (bilateral essure) in 2011. Previously administered products included: depo-provera. Concurrent conditions were listed as anemia and uterine fibroid since (B)(6) 2022. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4108 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total robotic laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Rto 6 weeks post partum. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: fill of a normal appearing uterine cavity. No fill of either fallopian tube.no peritoneal contract identified. Impression: bilateral tubal occlusion status post essure procedure. [Pathology test] on (B)(6) 2022: diagnosis: uterus with cervix and bilateral fallopian tubes, robotic hysterectomy with bilateral salpingectomy: cervix: mild chronic cervicitis; negative for dysplasia and hpv viral cytopathic effect. Endometrium: benign endometrium, menstrual pattern. Myometrium: superficial adenomyosis; submucosal and intramural leiomyomata, up to 2.0-cm in greatest dimension, conventional type. Uterine serosa: no specific pathologic abnormality. Bilateral fallopian tubes: two benign fallopian tubes, one with benign paratubal cyst. All tissues negative for malignancy. Comments the endometrial lining shows no evidence of non-specific endometritis, structural abnormalities such as polyp, hyperplasia or invasive neoplasm. Gross description: there are 2 unoriented tan-purple fimbriated fallopian tubes. The 1st measures cm in length 0.7 cm in diameter and has paratubal cysts present up to 0.5 cm in greatest dimension. Sectioning of the tube reveals complete lumen. There is portion of metallic ligation coil present within the proximal portion of the fallopian tube. The 2nd tube measures cm in length 0.6 cm in diameter. Sectioning of the tube reveals complete lumen. Ligation coil is not identified within this tube. There is portion of ligation coil present at both cornua at the uterus fundus. Lot number: 846837. Manufacture date: 2011-06. Expiration date: 2014-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no: 846837) for female sterilisation. The patient had a medical history of sterilization, neoplasm endometrium, hyperplasia, polyp, leiomyoma nos, adenomyosis and chronic cervicitis on (B)(6) 2022 and birth control (bilateral essure) in 2011. Previously administered products included: depo-provera. Concurrent conditions were listed as anemia and uterine fibroid since on (B)(6) 2022. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4108 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total robotic laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no rto 6 weeks post partum. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: fill of a normal appearing uterine cavity. No fill of either fallopian tube. No peritoneal contract identified. Impression: bilateral tubal occlusion status post essure procedure [pathology test] on (B)(6) 2022: diagnosis: uterus with cervix and bilateral fallopian tubes, robotic hysterectomy with bilateral salpingectomy: cervix: mild chronic cervicitis; negative for dysplasia and hpv viral cytopathic effect. Endometrium: benign endometrium, menstrual pattern. Myometrium: superficial adenomyosis; submucosal and intramural leiomyomata, up to 2.0-cm in greatest dimension, conventional type. Uterine serosa: no specific pathologic abnormality. Bilateral fallopian tubes: two benign fallopian tubes, one with benign paratubal cyst. All tissues negative for malignancy. Comments the endometrial lining shows no evidence of non-specific endometritis, structural abnormalities such as polyp, hyperplasia or invasive neoplasm. Gross description: there are 2 unoriented tan-purple fimbriated fallopian tubes. The 1st measures cm in length 0.7 cm in diameter and has paratubal cysts present up to 0.5 cm in greatest dimension. Sectioning of the tube reveals complete lumen. There is portion of metallic ligation coil present within the proximal portion of the fallopian tube. The 2nd tube measures cm in length 0.6 cm in diameter. Sectioning of the tube reveals complete lumen. Ligation coil is not identified within this tube. There is portion of ligation coil present at both cornua at the uterus fundus. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter information,medical history,lab data,lot number,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3851 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.